Event description:
Reportedly, the user is no longer within the indication criteria for the device. As per information on the explant report form the floating mass transducer (fmt) was found dislocated at the time of explantation. The user was re-implanted with a cochlear implant.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user's hearing performance with the device is affected. The user is no longer within the indication criteria for the device. The user was re-implanted with a cochlear implant.

Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect. The recipient's hearing deteriorated postoperatively. However, this was not caused by the device. As mentioned in the recipient report, the recipient had no benefit using the device and has been reimplanted with a cochlear implant. Additionally, the floating mass transducer (fmt) was found dislocated at the time of explantation which might have contributed to the insufficient auditory perception. This is a final report.